Event description:
The conmed japan reported on behalf of the customer reported that the 60-6010-002 device was being used during an unknown procedure on an unknown date when it was reported that ¿the output continued after stopped pressing the coag button.¿ after further assessment, it was found that there was no delay to the procedure and the procedure was completed with an alternate unknown device. There was no report of impact or injury to the patient or user. Additionally, the device did not malfunction in a catastrophic manner; as a result, the probability of the event leading to serious injury or death is remote. This type of failure mode would be obvious to the user prompting the use of an alternate device. Based on the information provided and decision tree results, this complaint does not meet the definition of a reportable event. However, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d2 FDA product code and common device name were corrected to gei - electrosurgical, cutting & coagulation & accessories manufacturer report: the reported event of ¿output continued after coag button was released¿ is not confirmed. One 60-6010-002 returned opened in original packaging. The lot number of the device 202006164 was verified. A visual inspection did not find any obvious defects or abnormalities on the device. A functional inspection was performed using the electro surgical unit. The cut and coag functions only activated when the buttons were pressed. Coag function did not continue to function after button was released. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: electrosurgical instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. If you do not achieve proper electrosurgical effect with your normal power settings: check the ground pad for proper contact and position. Check all electrosurgical cable connections to the esu and the instrument handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed (B)(4) reported on behalf of the customer reported that the 60-6010-002 device was being used during an unknown procedure on an unknown date when it was reported that the output continued after stopped pressing the coag button. After further assessment, it was found that there was no delay to the procedure and the procedure was completed with an alternate unknown device. There was no report of impact or injury to the patient or user. Additionally, the device did not malfunction in a catastrophic manner; as a result, the probability of the event leading to serious injury or death is remote. This type of failure mode would be obvious to the user prompting the use of an alternate device. Based on the information provided and decision tree results, this complaint does not meet the definition of a reportable event. However, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.